Event description:
A balloon ruptured on the second or third inflation below its rated burst pressure during a left innominate percutaneous transluminal angioplasty of a calcified lesion. Difficulty was encountered during removal and the balloon and sheath were removed together as a unit without incident. Another balloon catheter was used to successfully compelete the procedure wihthout patient complications. The device has been destroyed by the user facility. Therefore, no failure analysis was available. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which as been associated with overpressurization or use in a calcified lesion. It was indicated this device was used in a calcified lesion which co believes contributed to this event and does not attribute it to the device. However, without evaluating the device, co is unable to determine the exact cause for this event. Directions for use state: "due to the thin wall thickness of the xxl balloon, xxl balloon catheters should not be used for procedures involving highly calcified lesions or synthetic vascular graft...if loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully."